Event description:
The ge oec 9800 fluoroscopy system would freeze with cine playback of saved images.

Manufacturer narrative:
A ge oec representative investigated the issue and replaced the backplane, motherboard assembly and image processor cine bridge controller and system hard drive. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.